Manufacturer narrative:
Product complaint # (B)(4). Batch # r58d92. Investigation summary: the analysis found that one ec60a device was returned with no apparent damage and with an ecr60g partially fired 1/16 cartridge loaded on the device. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the device cut and stapled but couldn¿t be opened on the tissue after firing, the stapler and specimen were removed from the patient together, with device jaws clamped shut. This was the final firing of the procedure so no alternative needed. Was there a patient impact or was the procedure extended greater than 30 minutes due to the failure? No.